Event description:
Further follow up rec'd after initial medwatch report was filed, revealed the balloon burst after the first inflation. The balloon catheter was removed through the introducer sheath without incident. This unit was used to successfully complete the procedure.